Manufacturer narrative:
Date of event is estimated. A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-00370, 1627487-2020-00371. It was reported that the patient experienced ineffective pain relief from their dorsal root ganglion system. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced with an scs system to address the issue.